Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information the device was not returned for analysis. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a peripheral interventional procedure. Reportedly, while attempting to advance the thumb advancer, the sheath went off center and jammed. The thumb advancer could not be advanced and the sheath was unable to be split. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.